Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing atrial fibrillation (af) resulting in unnecessary atrial packing and also in an inaccurate measurement of true af burden. The lead remains in use. No patient complications have been reported as a result of this event.